Manufacturer narrative:
H10 to reflect engineer investigation. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The sapien 3 valve3 was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. A device history review (DHR) review and lot history review were not performed as there were no allegations of a malfunction related to an edwards manufacturing deficiency. In this case, the complaint for degeneration/deterioration was confirmed based on provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, 'the valve was degenerated showing stenosis (max grad 86mmhg, mean grad 57mmhg, ava index 0,5) in presence of multiple systemic infections without endocarditis.'. Per medical report, patient had pre-existing co-morbidities as such apr arterial hypertension, severe copd (chronic obstructive pulmonary disease), chronic lymphedema aaiii with erysipelas, which may increase the risk of valve degeneration/stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definite root cause could not be determined, investigation results suggest patient factors (pre-existing co-morbidities) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in italy, a 23mm sapien 3 valve was successfully deployed in the aortic position by the transfemoral approach. Approximately 8 years post implant, the patient presented with dyspnea at rest due to a failing valve. It was determined that the valve was failing due to degeneration. The valve was showing stenosis with a max gradient of 86mmhg, a mean gradient of 57mmhg and an aortic valve area (ava) index of 0.5. Multiple systemic infections without endocarditis were also reported. A new 23mm sapien 3 valve was implanted in the existing valve during a valve in valve (viv) procedure. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient. It was perceived that the valve failure was due to the multiple systemic infections.